Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the row containing the cubies had bogus addresses. A field service engineer, removed the back panel and the row board cable was disconnected for several minutes before being reconnected. The bus cable was then connected, and the station was powered on customer was instructed to log in and navigate to the storage space recovery section, during which the cubie was ejected. The system functioned after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system cubie failed to open and subsequently did not eject. The customer stated that they were unable to get the medications to patient. There were no adverse events or injuries reported based on this incident.